Manufacturer narrative:
Since the original report was filed, the investigation has closed. The pump was not returned for benchtop analysis, only the data logs and clinical report were shared. The data logs revealed no indication of biomaterial. The root cause of the cva was determined to be patient condition.

Event description:
The user facility reported a 68 year-old female patient was taken to the cath lab with symptoms of atrial fibrillation and rapid ventricular rate and ventricular tachycardia. The medical team decided to implant impella for support, however, soon after the procedure the patient experienced a stroke. The pump was explanted two days after implantation and a day after that the patient was transitioned to comfort measures only.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿